Event description:
It was reported that the cord on the radio frequency programmer head needed to be fixed. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the cord on the radio frequency programmer head needed to be fixed. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the cord on the radiofrequency programmer head needed fixing; the cable was twisted and therefore it was replaced. The head then passed all functional and systems tests and no other anomalies were found. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.